Manufacturer narrative:
The device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h3, h6, and h10. The manufactured date of the device is not known. The user¿s complaint was confirmed. The referenced video system unit was returned to the service center for evaluation. The evaluation confirmed the reported image was not populating test 180 series videoscopes. The image functioned appropriately with all other scopes and camera heads. Troubleshooting with test boards, confirmed there was a faulty patient board set. Additionally, the video connector socket is not holding any paddles securely causing noise/disconnection of test scopes/camera heads. A visual inspection noted the rear panel was severely deformed and could not connect to a test light source cable. Other deformities include: the top cover deformed on top-rear corner on right side. The right side of main chassis was deformed on front and rear. Several studs on the front panel are cracked. The front panel chassis was deformed on the right side. The pip/bnc connector was smashed in on the right side/ unable to connect cable. The bracket holding the bnc connector was deformed. The net spacer was broken. The heat sink and a couple of diodes are broken off of the dp board. The screw holding the front panel chassis to the main chassis was sheared off on right side, and the other two need to be replaced. Insulation case a, was cracked. Based on the evaluation, the patient board set was found faulty, however, the excessive damage found to the unit cannot be ruled out as a contributory factor.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. It was confirmed that there was no repair history.

Manufacturer narrative:
There is no additional information about the event available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event during preparation for use for a diagnostic procedure, when the device is connected to the 180 series scopes and the videoscope cable, there is no image. The patient data is displayed. When the videoscope cable was disconnected from the device, color bars were displayed.